Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. Visual examination of the returned unit shows no sign of any defect. The returned sample was inflated and no issue was noted. The sample was leak tested under water and no leakage defect detected. The sample was inflated/ deflated three times and no defect noted. The reported defect could not be detected on the unit returned for evaluation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff did not inflate. It was reported that there was no patient involvement.